Manufacturer narrative:
Per tandem¿s t:flex user guide ¿the single-use disposable cartridge can hold up to 480 units (4.8ml) of insulin.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple minimum fill messages during the load process. Reportedly, the customer initially filled the cartridge with 340 units, received the minimum fill message, then filled the cartridge with an additional 340 units. The customer reloaded the cartridge and received another minimum fill message. The customer's blood glucose level was 219 mg/dl. A follow up with the customer on (B)(6) 2016 indicated that the customer was able to successfully load a cartridge.